Event description:
It was reported that the images on the 9800 system that are associated with larger pts are dark and noisy (can not penetrate). It was also noted that the heat overload was coming on too soon. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reset the line taps, adjusted the heat alarms, performed a filament calibration and focused the image intensifier. The system was tested and found to be working as intended and placed back into service.